Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they let their charger go too long and now it wont let them charge it. They said last night they noticed they were "getting zapped like crazy and I knew it wasn't working". Patient says they last charged about a week ago, and didn't fully charge ins the last time they charged it. Patient is seeing a screen that says the controller battery is too low and needs to be charged. Patient thought they had the ac power cord plugged into controller but then realized it was not plugged in. Pt plugged it in and will charge controller.

Event description:
Additional information was received from a patient (pt). It was reported that the device doesn't always work. The patient stated they had it reset. They stated the device no longer works as well as it did when they first got it. They get zapped a lot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.